Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer's insulin pump keypad was unresponsive. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad trace. Insulin pump had a cracked case at display window corners, lcd window, minor scratches on lcd window, reservoir tube window and battery tube threads.